Event description:
It was reported that there were concerns regarding alleged premature battery depletion of the cardiac resynchronization therapy pacemaker (crt-p). The patient was seen two days ago, and the estimated battery longevity was at 7 years remaining. Today, the estimated battery longevity is showing 5 years remaining. It is known that this patient does have a chronic history of left ventricular (lv) lead issues. This lv lead pacing impedance measurement is measuring less then 200 ohms. Data analysis was performed, and (B)(6) indicated the device is depleting normally according to programming and therapy demands. It might be good to make sure the lv lead out insulation is not compromised, and the current is delivered to the heart. Troubleshooting options were provided to evaluate the competitor lv lead. There were no adverse patient effects reported. This device and this competitor lv lead remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).